Event description:
On (B)(6) 2017, the patient/lay user contacted lifescan (lfs) USA alleging that their onetouch ultra2 meter read inaccurately high compared to another meter. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the alleged inaccuracy began during (B)(6) 2017. At this time the patient obtained a blood glucose result of ¿246mg/dl¿ with the subject meter and ¿151mg/dl¿ on another device within 30 minutes of one another. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient manages their diabetes with a combination of lantus and novolog insulin and did not make any changes to their normal diabetes management regimen as a result of the alleged product issue. The patient reported developing the symptom of ¿disoriented¿ one hour after the alleged product issue occurred, but did not require any form of treatment as a result of this symptom. At the time of troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure setting. The cca walked the patient through a control solution test and it fell within the acceptable range for the test strip lot being used. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after obtaining inaccurate high results obtained with the subject meter.